Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full-height cubie drawer failed and had multiple hardware issues. A field service engineer (fse) found that that a drawer controller board fault causing the solenoid. The solenoid goes fully open and overheats and scorched solenoid. The plunger was heat-seized in position within the solenoid. Additionally, the latch sensor was found broken into two pieces. The latch insert was the older version with a round magnet fitted into a square hole. The fse replaced the drawer control board and the solenoid. The latch sensor and latch inseparable magnet were replaced. After reinstalling the drawer and performing diagnostic tests, additional failures occurred with the position sensor, which stopped registering drawer movement after pocket reinsertion, replacing the sensor and the pyxibus module controller did not resolve the issue. Then the fse retrieved a replacement full-height cubie drawer, transferred all pockets from the failed unit, installed the new drawer, reconnected the pyxibus cable, and successfully completed diagnostics and drawer assignment. The customer logged in and verified the drawer was no longer failed and that all medications were accessible, confirming the repair was successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pyxis cabinet was shut itself down and would not reboot. Upon diagnosed the drawer's user unplugged, the ribbon cable connector from drawer 6. User tried connecting the cable back to the drawer and the unit would not turn back on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.